Event description:
It was reported a decrease in therapeutic effect at night. Patient indicated when she wakes up in the morning there is no stopping the urine. Shocking or jolting was reported while trying to increase the stimulation. The patient had switched from program 1 to 2 then back to program 1. Patient had additional programs 3 and 4 and was going to try them. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient received assistance from his physician and manufacturing representative and his concerns were resolved. It was further indicated that the patient did not have concerns with their device or therapy. It was noted that the patient "did not remember" the date of their appointment.

Manufacturer narrative:
Product ID, 3093-28 lot# v762717 serial#, implanted: 2011 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).